Manufacturer narrative:
(B)(4). Batch # l91y83. The er320 device was returned for analysis and upon inspection the shaft was noted to be dent and the jaws were found to be in a yielded condition. However, no anomalies were noted with the trigger. The device was functionally evaluated. Upon firing of the device, the remaining clips were properly fed and formed; finally the instrument locked out as intended. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. No conclusion could be reached as to what may have caused the found condition of the shaft. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was broken with handle. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.